Event description:
It was reported that the patient had a visit from paramedics and was hospitalized in the intensive care unit with Diabetic Ketoacidosis (DKA) on (b)(6) 2026, while wearing the Pod longer than 48 hours. The patient¿s blood glucose (BG) levels reached 500 mg/dL. Symptoms reported include vomiting, weakness, blood at the Pod site and not being fully conscious. The patient was treated with fluids, insulin drip, potassium and magnesium. The patient was discharged on (b)(6) 2026.

Manufacturer narrative:
¿This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿ The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Locked Down Smartphone: LOCKDOWN. Omnipod Software App Version: 3.1.6. Operating System: N5004L-AM-Q-MV01602-06-01.06. Hardware: N5004L. CGM Sensor Type: Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.